Manufacturer narrative:
S/w version 4.11d, retainer ring = black, pump was returned for alleged damage to the battery tube on . Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked battery tube threads, stained keypad overlay, cracked corner of belt clip rails, broken battery tube threads, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube), broken battery tube threads, and cracked battery tube threads was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in battery cap and battery compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.